Manufacturer narrative:
Internal file number: (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that the during advancement through the mildly tortuous, 99% stenosed anatomy, the balloon became compromised or damaged resulting in the reported inflation issue due to the balloon rupture; however, this could not be confirmed. The inflation issue appears to be related to circumstances of the procedure there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo, concentric lesion in a mildly tortuous, 99% stenosed posterior tibial artery. A 2.0x40mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and the balloon did not expand and was losing pressure during the first inflation. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.